Manufacturer narrative:
H6. Investigation summary: it was reported items arrived with plastic filaments inside the sealed syringes. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe in its packaging blister. One of the plunger rod ribs has damage. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process inducing the damage. A device history record review was completed for provided material number 309653, lot 2179976. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the conveyors and rails was performed. The assembly process was aligned, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: item had arrived with plastic filiments inside the sealed syringes,

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: item had arrived with plastic filiments inside the sealed syringes.